Manufacturer narrative:
The lens was returned. The empty lens case for the reported serial number was also returned in the lens carton. Viscoelastic is dried on the lens. One haptic is broken-gusset area returned adhered to the optic. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the back haptic came out deformed. Additional information was requested.